Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: three (3) actual devices and a photograph of a sample were received for evaluation. Visual inspection was performed on the photograph which identified cut tubing. Visual inspection was performed on the actual samples and a cut tubing was identified for one (1) sample. The reported condition was verified on one (1) sample and not verified on two (2) samples. The cause of the cut tubing was due to the packaging machines during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4, h4, h6 and h11. H11: three (3) actual devices and a photograph of a sample were received for evaluation. Visual inspection was performed on the photograph which identified cut tubing. Visual inspection was performed on the actual samples and a cut tubing was identified for one (1) sample. The reported condition was verified on one (1) sample and not verified on two (2) samples. The cause of the cut tubing was due to the packaging machines during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was cut. The issue was noticed when the tubing was removed from the package, prior to use. There was no patient involvement. No additional information is available.